Event description:
An error message was reported with the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as sweating, difficulty speaking, "tingling sensation," and "numbness of mouth and face," and was unable to self-treat, requiring non-hcp third-party administration of sugar water for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damage was observed on the reader due to use related issue. Damage did not affect the use of the reader. Built-in reader test was performed. All results were within specification. No error message was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
An error message was reported with the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as sweating, difficulty speaking, "tingling sensation," and "numbness of mouth and face," and was unable to self-treat, requiring non-hcp third-party administration of sugar water for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as sweating, difficulty speaking, "tingling sensation," and "numbness of mouth and face," and was unable to self-treat, requiring non-hcp third-party administration of sugar water for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection was performed and damage was observed on returned reader due to use related issue. Damage did not affect the use of the reader. Built-in reader test was performed. All results were within specification. Errc-2 message did not observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.